Event description:
It was reported that intraoperatively the set screw was missing from an extension on a stage 1 implant. The extension was not taken out of the packaging and was not dropped or moved in a way that the screw would have been lost. If the screw was loose it was possible the screw could have fallen out. The surgery was successful and another extension was used from a different lead pack.

Event description:
Further evaluation of the file indicated that this was event was also reported in manufacturer report #6000153201108813. However, any further follow up will be reported under this current manufacturer report.

Manufacturer narrative:
Analysis of tined lead model 3889-28 lot # v794681 determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Analysis of extension model unk serial # unk determined the #3 setscrew was missing new out of box. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).